Event description:
It was reported the insulin pump had a blank display after a battery change. Customer's father stated he switched the battery out for a new one, the device worked and later it beeped. No alarms were in the history. No damage noted on the device. The device was not dropped, bumped or exposed to moisture. The battery compartment, battery cap, and spring were ok. Customer's father did a self test on the device and it passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.